Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Customer stated having paramedics come out or going to the emergency room eight times since december ninth. Troubleshooting was performed and pump programming and function appeared to be normal.